Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a leak test was performed on the pump and passed with no leak found; however, the pump case was removed and evidence of moisture ingress was observed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Vibratory alarms were also not emitted when the pump was booted. The vibration motor was found to be unresponsive. Additionally, the battery compartment was observed to be cracked.